Event description:
It was reported that during implant, the atrial lead could not be inserted into connector of pulse generator. The lead was not used and a new lead was implanted. The patient was fine after the procedure.

Manufacturer narrative:
Final analysis found the insulation adjacent to the small sealing ring to be out of specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.